Event description:
A (B)(6) male patient contacted zoll customer support to report that his batteries were not holding a charge. The patient was provided with a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon evaluation, the power supply was defective. The cause of the defective power brick is a damaged connector. The connector's plastic coupling slid back from the metal sleeve. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger/modem.